Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. Correction e1: initial reporter phone number and email were added. Product event summary: two (2) batteries ((B)(6) ) were not returned for evaluation. Review of the controller log files associated with (B)(6) revealed multiple critical battery alarms involving (B)(6) logged on (B)(6) 2021 due to the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% rsoc and (B)(6) was connected to power port two (2) with 24% rsoc. Both batteries were then allowed to continue depleting, resulting in additional critical battery alarms. Several additional critical battery alarms were recorded involving (B)(6) on (B)(6) 2021 due to the battery depleting below 10% rsoc. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the patient allowing the batteries to deplete below 10% rsoc, triggering critical battery alarms. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2021, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated for MFR: no, device evaluation anticipated, but not yet begun . Mfg date: 12-jun-2020. Labeled for single use: no .(B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that two (2) batteries exhibited critical battery alarm. The batteries remain in use. No patient complications have been reported as a result of this event.